Event description:
It was reported that a system error 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event history log review conducted on the returned homechoice device identified that the system error 2367 alarm was preceded by a system error 2240 alarm. The reported issue was verified; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and a cause was not found. Should additional relevant information become available, a supplemental report will be submitted.